Manufacturer narrative:
The returned pacemaker was analyzed and indicated that the allegation against this device was not confirmed.

Event description:
It was reported that this pacemaker was not implanted successfully due to device was pacing but there was no output to patient despite proper lead insertion in header. Moreover, lead testing were within normal limits. This pacemaker was never in service. No adverse patient effects were reported.